Manufacturer narrative:
Update to b4, d9 (reported in the initial MDR), g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions) and h10 to reflect device evaluation. The 29mm sapien 3 valve was returned to edwards for evaluation. Visual inspection revealed the following: one (1) strut bent outward at the outflow, valve post expanded and the frame was distorted/canted, one (1) strut remained bent at the outflow side near, multiple struts exposed through skirt, normal after crimping and use, leaflets wrinkled and dehydrated due to storage condition (prolonging crimping) during the return handling process, bent strut at the outflow side, bent strut at the outflow side near c1/frame distorted/canted and a bent strut at the outflow near c1/struts exposed through skirt/ leaflets wrinkled and dehydrated (inflow/outflow). Functional and dimensional testing was not performed due to the return condition (frame distorted). Imaging provided and revealed the patient had a tortuous anatomy, and one (1) strut appeared bent at the outflow side. During manufacturing per procedures all inspections are conducted on 100% of the units. During incoming inspection of the components, the valve frames are 100% dimensionally and visually inspected by both manufacturing and quality. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history revealed no other complaints relating to the reported event. The IFU for commander delivery system, device preparation training manual and the procedural training manual was reviewed for instructions relating to the complaint. The procedural training manual provides guidance on thv retrieval through sheath. Thv can be retrieved through sheath only before thv deployment (still crimped, ensure the thv is centered on the flex tip, ensure delivery system is locked, verify the flex catheter is completely unflexed, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip, ensure the edwards logo on the sheath handle is facing upward, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position, and do not re-use the sheath, thv or delivery system once thv is retrieved. The crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve and do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip and rotate the delivery system before trying again. Retrievability is based on preclinical testing. In addition, the procedural training manual provides guidance on vascular complications. Successful management of vascular complications depends on being prepared, first priority should be controlling bleeding through endovascular techniques: coda balloon, iliac occlusion balloon and reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques: surgical instruments should be ready in every case, consider vascular surgery. Surgeon should be in room at all times, and physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. Surgical cutdown and repair are recommended for the first few cases. Percutaneous access and closure may be considered by experienced users no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, complaint history, DHR and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'the patient had a very tortuous aorta and there were difficulties getting devices up to the annulus' and 'it was decided to withdraw the valve back into the sheath, but the proximal end of the valve struts got caught on the sheath and to stuck'. Per imagery review, the patient had tortuous anatomy. The presence of tortuosity can create suboptimal angles for delivery system (with crimped valve) retrieval through the sheath, which led to resistance during retrieval, and the valve caught onto the sheath. So, if excessive force was applied to manipulate the device during the retrieval through sheath, and it resulted bent strut at the outflow of the crimped valve. In this case, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, crimped thv retrieval) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. No labeling or IFU training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative action nor product risk assessment (pra) is required at this time.

Manufacturer narrative:
Investigation is ongoing. This is one of three manufacturer reports being submitted for this case. Please refer to manufacturing report number 2015691 - 2021 - 05265 for the delivery system.

Event description:
As reported by our affiliates in australia, the patient underwent an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. As reported, no resistance was felt during valve crossing through the sheath. The patient had a very tortuous aorta and there were difficulties tracking devices up to the annulus. The team attempted to align the valve on balloon at which time, the distal end of valve strut got caught on the balloon and could not be moved. It was decided to withdraw the valve back into the sheath, however the proximal end of the valve struts got caught on the sheath and became stuck. The only option was to remove the entire system. Vascular surgeon was called and removed the valve and sheath together. Upon device removal, a valve bent strut was observed. A second sheath was inserted, and a second valve was successfully placed. Both an aortic dissection and right femoral dissection occurred, both repaired by the vascular surgeon with stents, and associated to the first delivery system/valve used. The patient was reported as well post procedure.